Event description:
Following a catheter revision (see MFR's report # 3004209178-2009-03416), the pt experienced an overdose. The pt was fine for a couple of hours other than some pain in the chest and side and then symptoms started to progress. The pt went to sleep, became loose and then was comatose and on a vent. The pt was admitted to the ICU. The pt was on the vent for several hours and was showing no signs of coming out of it. The pump was reprogrammed to minimum rate. The pump was not accessed. It was noted that prior to surgery, the pt pt's dose of lioresal was 220 mcg/day. A therapeutic bolus of 40 mcg was given post-op. The pt was also given small doses of morphine for pain and valium. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.